Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: numbness under knee. Probable root cause: design. Boas don't provide sufficient tactile feedback. Applied torque is not limited. No indication of force felt by patient. Insufficient padding to protect foot. Boot compresses sensitive anatomy. Boot liner bunches and/or foam overlaps incorrectly to cause pressure point use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that there was post op numbness.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was post op numbness.